Event description:
It was reported that the patient underwent a posterior lumbar surgical procedure at l4-5. It was reported that the patient underwent a revision surgery 10 months post-op due to a rod breaking in three places. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.